Event description:
It was reported that the screw portion of the abutment (B)(4) fractured. The fractured piece was able to be removed from the implant. Tooth location 20.

Manufacturer narrative:
One certain low profile one piece abutment was returned for inspection. A visual inspection revealed that the threaded region of the abutment had fractured. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A singular cause for the complaint could not be determined.